Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test or verify failed battery test alarm due to blank display. Pump received with stripped battery cap(p) coin slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the during the attempt to remove the battery cap it was damage. Customer's blood glucose value was unknown. Customer also reported that insulin pump has been alarming failed battery test. The customer was advised to discontinue use of the insulin pump until replacement arrives. The device will be returned for analysis.